Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was deleting quickly and could not be charged. Customer¿s blood glucose level was 130-244 mg/dl. The customer continued to use the pump and multiple dose injections for insulin therapy, and a replacement pump was sent.